Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the 4 way valve was stuck. Additional malfunctions include the tie wraps for the product tank were defective, and the gear clamp for the manifold was defective.